Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: an mz1000 product was not available for investigation; however the customer confirmed backflow of blood was experienced into the maxzero component. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure or if the patients arm is extended and is hanging below the patients heart. As stated in the directions for use "clamp line when not in use as a safety precaution", "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that reports of this nature against the maxzero product occur at a low frequency and have not been attributable to a product defect or manufacturing issue.

Event description:
It was reported that the maxzero needleless connector experienced blood backflow during infusion. The following information was provided by the initial reporter: mz1000 was connected to PICC. Backflow of blood into the IV route and the connector was confirmed. It occurred within 24 hours after locking.